Event description:
Discordant, falsely elevated chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The samples were repeated on an alternate system. The repeated chloride results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the customer replaced the chloride electrode, which took multiple attempts to calibrate. The cse also determined that the discordant chloride results displayed negative anion gaps. This alerted the customer and prevented the discordant chloride results from being reported. The cse replaced the chloride electrode. The cause of the discordant chloride results is due to the chloride electrode. The customer successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.